Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced four infusion set cannula bent events within the last week on (B)(6) 2024. The infusion set was in use for 3 to 4 hours respectively. The insertion site was at abdomen and patient resolved it by replacing infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Device 1 of 4. E1: patient city: (B)(6). Patient country: united states.